Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 106 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with manual injection. Auto mode was inactive. Customer alleging possible insulin pump was under delivery because blood glucose was spiking. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. The test p-cap locks properly into the reservoir compartment. No under delivery anomalies noted during testing. Pump's history and trace files downloaded successfully using thump software and carelink and generated reports. In the pump history files found no unexpected alarms, alerts, or anomalies, and the daily total of bolus insulin delivery is 27.1 u on 5/20/2022 at 0:00:00 and 21.6 u on 5/21/2022 at 0:00:00. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage found on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, corroded battery tube, and battery tube threads - cracked. Possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint of high bg's. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.